Event description:
Pt in surgery for left foot removal of hardware with surgeon using a synthes cruciform screwdriver shaft, 313.991, for surgery. Thread on tip of screwdriver broke when attempting to remove the screw. Xray was being utilized during the procedure. Per surgeon, no evidence of foreign body in pt. Post op xray of foot done which did not identify a foreign body. Discussed with radiologist who confirmed this finding. Screwdriver shaft removed from service and sent to central sterile to retain. FDA medwatch to be completed to alert manufacturer. No harm to the patient.